Event description:
Reportable based on additional information received on 26jan2021. It was reported that shaft break occurred. The target lesion was located in the mildly calcified left anterior descending artery (lad). A 28 x 3.00 promus elite drug-eluting stent was advanced for treatment. However, while trying to track down the stent in the vessel, the shaft broke while pushing. The device was removed and the procedure was completed with a different device. There were no patient complications reported and the patient status was stable. It was further reported that the 90% stenosed target lesion has <45 degress bend and was located in the moderately tortuous lad.

Manufacturer narrative:
Device evaluate by MFR.: promus elite ous mr 28mm x 3.00mm stent delivery system was returned for analysis. An examination (visual and via scope) of the crimped stent identified stent damage. Proximal stent damage with struts lifted from the crimped stent position, pulled distally and bunched and on the most distal stent strut row the struts were lifted from crimped stent position. The undamaged stent outer diameter was measured and the result was within max crimped stent profile measurement. The balloon was reviewed and no issues were noted. The balloon wings were tightly wrapped and evenly folded and were not subjected to positive pressure. A visual and tactile examination of the hypotube identified a hypotube break at 21.3cm from distal end of strain relief and multiple hypotube kinks. A visual and tactile examination of the shaft polymer extrusion found no issues. An examination (visual and via scope) found tip damage - tip stretched distally. No other issues were identified during the product analysis.

Event description:
Reportable based on additional information received on 26jan2021. It was reported that shaft break occurred. The target lesion was located in the mildly calcified left anterior descending artery. A 28 x 3.00 promus elite drug-eluting stent was advanced for treatment. However, while trying to track down the stent in the vessel, the shaft broke while pushing. The device was removed and the procedure was completed with a different device. There were no patient complications reported and the patient status was stable.